Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009, the patient was implanted with a bard/davol ventrio mesh herin patch. The attorney alleges that the device caused the patient to sustain an undisclosed injury.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.